Event description:
Pt had initial bilateral breast augmentation in 1989 for breast enhancement. Implants explanted in 2007 with a post operative finding of ruptured bilateral silicone implants with capsular scar contracture beneath the pectoralis muscle. Tear in implant noted of 1.5cm in size.